Event description:
It was reported that the ilet user consumed a coffee containing multiple espresso shots, caramel, and whipped cream that likely contained 30¿60 grams of carbohydrates, did not announce it as a meal, and subsequently experienced a blood glucose of 321 mg/dl. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, guidance to allow the ilet¿s correction algorithm to address the elevated glucose, and user education on announcing carbohydrate-containing beverages as meals. Investigation included review of the event details and nutritional information, along with troubleshooting and user education. Investigation of this case revealed no device malfunction and indicated user handling related to a missed meal announcement as the contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement leading to hyperglycemia managed by automated correction.